Event description:
Abbott field service inspected the architect c4000 analyzer at the customer facility per mandatory technical service bulletin (B)(4) and replaced the architect ict pre-amp board as required. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: architect ict pre-amp board photo coupler, lots 0834 and 0840. (B)(4), new (B)(4) process impacted the long term reliability of the photo couplers which degrade slowly over time. The cause of the architect ict pre-amp board photo coupler degradation issue was due to a new manufacturing (B)(4) process implemented by the supplier. Abbott issued a product correction letter to all customers with affected instrument serial numbers and implemented a mandatory technical service bulletin to inspect the architect ict pre amp boards and replace if needed.